Event description:
The customer reported a blood leak/spill in centrifuge that occurred during a treatment procedure. Customer called to report blood leak/spill in the centrifuge. Customer stated that at the start of the procedure, multiple collect pressure alarms occurred, so he lowered the collect rate to 15 mls/min. Customer stated that the system pressure alarm occurred there after. Customer stated he checked all parts of the kit for any occlusions or fluid leaks but did not find any so he restarted the procedure. Customer stated after the purging air phase was complete, he heard a noise from the centrifuge and then noticed blood spilled in the centrifuge. Customer then aborted the procedure and did not return any blood to patient. (B)(4).

Manufacturer narrative:
Batch record review: review of lot file b311 shows no nonconformances associated with this lot at the time of the event. This lot met all release requirements. A review of complaints received for lot b311 was performed. There was 1 additional complaint reported for investigation. Service order (B)(4) completed: (B)(4) 2013. Fe cleaned blood and replaced collect pressure transducer because reading was out of range. Performed check out procedure. Passed all tests. Operation was verified and accepted by (B)(4). Repairs have returned this instrument to expected operation. The assessment is based on information available to at the time of the investigation. No product was returned by the customer therefore, the root cause could not be determined based solely on the information provided by the customer. (B)(4).